Event description:
Healthcare professional additionally reported "hole on patch side." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken striated on radius side assessed, as surgical damage. Additional observations: crease fold observed, wear abrasion observed.

Event description:
Healthcare professional reported, right side deflation. Device was explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.